Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 6/17/99 at a retail vendor. On july 1st. She sought med treatment for infection at the site. She was prescribed antibiotics. On 7/12/99 she was admitted into antibiotics were continued.